Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy due to low battery life of ipg and lead migration (manufacturer report number 3006705815-2021-03425, 3006705815-2021-03426 ). As a result, a surgical intervention occurred wherein the system was explanted and replaced to address the issue.